Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was having high blood glucose. Customer stated she was not able to push the insulin out of the reservoir due to air bubbles. Troubleshooting was done. Advised the customer to monitor high blood glucose and to call back to walk her through the process of filing the reservoir. Customer blood glucose was 122 mg/dl. No further information provided.